Manufacturer narrative:
The system was examined. The company representative did not indicate, finding any issues that would be associated with the reported event. However, a footswitch, a printed circuit board (pcb) and a lamp were all replaced as a preventive measure. The system was tested and found to meet product specifications. Therefore, the root cause was unable to be confirmed conclusively. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of any adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that an ophthalmic operating system is shutting down on its own. Procedure details information is unknown. There was no report of any patient impact. Additional information has been requested.